Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited cuts on the pink rubber and missing adhesive on the light guide cover and elevator cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts on the pink rubber and missing adhesive on the light guide cover and elevator cover. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.